Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump was not suspending when his blood glucose level dropped below 90 mg/dl. The insulin pump kept pumping insulin. Customer's blood glucose level was 67 mg/dl. He treated his blood glucose level with glucose tablets. The customer was hospitalized three times with a diabetic ketoacidosis. The customer was hospitalized in november due to high blood glucose levels. The customer was over delivering. The device was not returned.